Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. In addition, it was reported that several minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, the pump supplies were changed multiple times to address the issue and insulin delivery was resumed. Customer's blood glucose level ranged from 277-278 mg/dl.